Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. One sample was returned for review. Visual inspection found signs of use but there was no damage found to the catheter or catheter hub. A hemostat was used to crimp the tubing and functional testing of the catheter did not find any leakage issues. Since the reported issue could not be duplicated with the returned device, establishing a root cause and an appropriate corrective action is not possible. Additional information provided in d.9., h.3., h.6. And h.11.

Event description:
"I found the PICC line dressing wet and leaking into the posey. This was a new PICC line placed (B)(6) 2024 at 0000. I did a sterile dressing change per protocol and found the PICC line catheter was leaking at the junction between the catheter and the hub. The PICC line was discontinued and a piv placed. Md was notified and a new order for a PICC line was placed. The charge nurses were also notified. A new PICC line was placed on the next care time per protocol. Baby tolerated well."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.